Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of ticket trending data, search for similar complaints, a review of device history record and historical performance, and a review of product labeling. Review of trending data did not identify any adverse trends or non-statistical trends. A ticket review was completed for the likely cause lot number 91014m800, and an increase in complaint activity was not identified for the issue under review. A device history record review was performed on reagent lot 91014m800, which did not show any potential non-conformances, deviations, or non-conformances. A review of world wide data did not identify any unusual reagent lot performance for lot 91014m800. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product, architect ca19-9 list 02k91-32 that has a similar product distributed in the us, list number 02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9 xr result for a pancreatic cancer patient, when processing on the architect i2000sr. The initial result was 250 u/ml. The retest result was 180 u/ml. Reproducibility test result was 288.08 u/ml. After dilution the result was <30 u/ml. No impact to patient management was reported.